Event description:
It has been reported to philips that the azurion system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc, restored the backup and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not boot up. The review of system log files shows the connection towards the x-ray-pc could not be made. Upon functional testing, the fse found that the xray pc would not power hdd 1 slot. To resolve this issue, the philips engineer replaced the xray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.